Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: 1.9. Pt self tester states he has been getting low inr results. Pt went to the doctor to do a comparison and received a 1.1 on the doctors inratio2 meter, using the doctors strips (lot number unk). Test were done 2 hrs apart. Pt's coumadin dose has been increased based on the results at the physicians office.

Manufacturer narrative:
Investigation pending.